Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the physician chose to implant the valve higher than recommended and upon release, the valve dislodged aortic. The valve was snared and pulled into the ascending aorta. Subsequently, a second valve and a new delivery catheter system (dcs) were used for implant. No additional adverse patient effects were reported.